Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ sharps collection next gen lids didn't fit the container. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd¿ sharps collection next gen lids didn't fit the container. There was no report of exposure, injury, or medical intervention. There were 4 occurrences reported. Discovered before use.

Manufacturer narrative:
Correction: describe event or problem: it was reported that the bd¿ sharps collection next gen lids didn't fit the container. There was no report of exposure, injury, or medical intervention. There were 4 occurrences reported. Discovered before use. Investigation summary: samples or pictures were not provided. Three attempts to get more information or pictures were made, however in none of the cases additional information were provided. DHR review process could not be performed since the lot number was unknown. Investigation conclusion: according with this investigation, there is no enough information to perform an exhaustive investigation since no samples or pictures were provided from customer to understand this failure mode. As part of this investigation the current process was evaluated in order to rule out that this issue could be omitted by error as well to review the inspection controls established within the manufacturing process, the result showed that there is a 100% visual inspection performed by production department. Also, a visual and functional inspection based on aql sampling plan is performed by a quality auditor. A review of the customer complaint records was performed; in accordance with the cc¿s records, no additional complaints were received through the last twelve months for the same part number and issue. Root cause description: based on information provided it was not possible determine the root cause. Rationale: the current manufacturing process was evaluated, and it was confirmed that there are controls to inspect the condition reported under this complaint. If additional information or samples that helps to find the root cause can be provided, then a new complaint record will be open to perform a new investigation path. All the complaint information was captured also for tracking and trending purposes.